Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent emergent endovascular treatment of an aortic arch aneurysm rupture, using gore® tag® conformable thoracic stent graft with active control system. In (B)(6) no issue was observed on a follow up imaging, the aneurysm diameter was 70mm. In (B)(6) a CT angiography imaging revealed an aneurysm enlargement (the diameter was 80mm), and a proximal type I endoleak was suspected. On (B)(6) 2021, reintervention to place an additional stent graft proximally was performed. During the procedure, the stent graft had migrated approximately 5mm distally, eventually placed at almost same level of the previous one. The procedure was completed upon confirming no endoleak on the final angiography. The patient tolerated the procedure.